Event description:
This lead was capped and replaced because the impedance was over 3000 ohms. There were no adverse pt events reported. Should additional information be received, this file will be updated.